Manufacturer narrative:
This report is being sent to correct information in b5 (event description). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed artifacts. The patient was subsequently brought into clinic, where the device therapy was programmed off. Additionally, it was noted that the patient had previously experienced poor healing post-implant that resulted in an erosion of the electrode. It was clarified that this previously implanted electrode and s-ICD device were explanted due to this poor healing and erosion. Recently, this patient received a further inappropriate shock due to over-sensed noise. Furthermore, the patient's scarring was not healing well, and the new electrode also began to exhibit erosion. The physician elected to explant the replacement system to resolve the event, and a new system was not implanted. No additional adverse patient effects were reported. Both of the explanted systems are retained by the healthcare facility and are not expected to be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock due to over-sensed artifacts. The patient was subsequently brought into clinic, where the device therapy was programmed off. Additionally, it was noted that the patient had previously experienced poor healing post-implant that resulted in an erosion of the electrode. It was clarified that this previously implanted electrode and s-ICD device were explanted due to this poor healing and erosion. Recently, this patient received a further inappropriate shock due to over-sensed noise. Furthermore, the patient's scarring was not healing well, and the new electrode also began to exhibit erosion. The physician elected to explant this replacement system to resolve the event, and a new system was not implanted. No additional adverse patient effects were reported. The explanted systems are retained by the healthcare facility and are not expected to be returned for analysis.